Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a normal generator change out procedure, the device was found to be post-paced t-wave oversensing upon interrogation. Programming change was discussed, but the device was at normal elective replacement indicator (eri). The device was explanted and replaced. The new device was already at recommended setting and no other changes were made. There were no patient consequences.

Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was confirmed in the laboratory via review of the device image and occurred as a result of the device's programmed settings. The device was tested on the bench and no anomalies were found. Analysis was normal. No anomalies were found.